Event description:
It was reported that the pt had carotid surgery on (B)(6) 2011. Due to an infection in the incision the pt was reoperated on (B)(6). The area was swollen and had an abscess. It was reported that pus came out from the incision area when reoperated and this was sent to cultivation. The findings turned out to be (B)(6). Since the area was infected where the patch was used in the first operation, the decision was made to leave it in place. As of today the pt is doing fine under a neurological viewpoint.

Manufacturer narrative:
No eval was performed since the patch remained implanted. A review of the sterilization process records concerned the involved product, indicated that the patch was sterilized and released according to procedures and no anomaly was found. No conclusion can be drawn. However, sterilization records would tend to indicate that the device was not defective.